Event description:
It was reported that iab was inserted via sheath in 2006. Approx. 20 hours later, the next day, blood was found in catheter before iabp alarmed. When dr tried to pull out catheter & sheath, catheter broke and tip of catheter was stuck in patient's vessel. Patient required surgery to remove broken catheter. There were no reported patient complications. See 1219856-2006-00094 for next report involving same patient.